Event description:
Since having the essure birth control placed in 2010, I have had extremely heavy bleeding with periods, heavy cramping, greatly increased pms symptoms, overall poor health/immunity. Dull pain at all times. Bloating, fatigue are common despite healthy lifestyle.